Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred as the customer attempted to deliver a bolus. It was also reported that the customer noted air bubbles in the patient line between the cartridge and luer lock connection. Customer reported a blood glucose (bg) level of 500 (mg/dl). A manual injection was delivered and supplies changed to address bg level. Due to the occlusion alarm occurring in the past and supplies being changed, troubleshooting with tandem technical support to determine the source of occlusion was unable to be performed. Customer reported disconnecting the tubing from the luer lock to try to resolve air bubble issue; however, customer was advised on the proper fill technique to prime the air bubbles and loaded a new cartridge.